Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion with a vessel diameter of 5.0 mm located in the distal femoral artery that was non-tortuous and mildly calcified. The vessel was prepared using an armada 18 5.5 x 100 mm percutaneous transluminal angioplasty balloon catheter. It was stated that the instructions for use were followed, however, the physician noted de-configured deployment after stent deployment in the target lesion; although, no portion of the stent was deployed inside the introducer. Reportedly, the introducer sheath was placed standard distance to the proximal end of the stent during deployment. The deployment lock was unlocked and the thumb slide advanced to the most distal position on the handle. No resistance was felt with the delivery system and no excessive compression force was applied in the proximal catheter. The delivery system was removed under fluoroscopy. No additional information was provided. ***photos received and reviewed by qe identified stacking in some locations and elongation in others.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The reported difficulties appear to be due to operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.